Event description:
Complaint alleged that the staff of the cath lab was attempting to defibrillate a pt (age and gender unknown), using a multi-function cable and multi-function electrodes. When the staff attempted to deliver the first shock at 200 joules, they rec'd an "open air discharge" message on the device screen. The staff then attempted a second shock at 200 joules, and were able to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.